Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and while moving the patient to the bed from the operating room table, the automated impella controller (aic) went black resulting in a pump stop. The pump was restarted, and a pump stop alarm appeared on the aic. The alarms persisted as support continued, and the decision was made to replace the aic. No further alarms were encountered following the replacement. There was no patient harm.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.